Manufacturer narrative:
(B)(4).

Event description:
It was reported "srna initially attempted to place l radial arterial line via ultrasound guidance. He walked in the arrow via us, got arterial flash, and easily threaded the wire. However, the srna then realized that he could not retract the arrow from the catheter. Crna attempted and immediately confirmed resistance to withdrawing the arrow, so the attending md and surgical team were alerted to the issue. We also called the mce aic into the or. Under us guidance, the md & aic were able to successfully remove the intact arrow and catheter, which was significantly bent. There was no evidence of hematoma, perfusion compromise, or remaining components in the artery via us imaging. Md subsequently placed a radial art via us on the rue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis showed that the catheter was crimped on a kinked guide wire. Therefore, the customer report was confirmed; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "srna initially attempted to place l radial arterial line via ultrasound guidance. He walked in the arrow via us, got arterial flash, and easily threaded the wire. However, the srna then realized that he could not retract the arrow from the catheter. Crna attempted and immediately confirmed resistance to withdrawing the arrow, so the attending md and surgical team were alerted to the issue. We also called the mce aic into the or. Under us guidance, the md & aic were able to successfully remove the intact arrow and catheter, which was significantly bent. There was no evidence of hematoma, perfusion compromise, or remaining components in the artery via us imaging. Md subsequently placed a radial art via us on the rue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".